Event description:
It was reported that the right ventricular (rv) lead was explanted as it was discovered that had micro-dislodged in an x-ray prior to the right atrial (ra) lead revision. It was noted that the rv lead's thresholds were elevated. The rv lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the right ventricular (rv) lead was explanted as it was discovered that had micro-dislodged in an x-ray prior to the right atrial (ra) lead revision. It was noted that the rv lead's thresholds were elevated. The rv lead was replaced. No additional adverse patient effects were reported. The lead was returned for analysis.